Event description:
Additional information was obtained. Remote monitoring displayed a further out of range measurement. This information has been provided to the physician and is being monitored.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead revealed an alert indicating the patient with this lead should see their physician. After presenting to the hospital for follow up, interrogation revealed an out of range impedance measurement. During this follow up, impedance measurements were within acceptable labeling guidelines. The physician was informed of this issue and discharged the patient however an internal technical service consultant was contacted and recommended further follow up. No adverse patient effects were reported. Additional information was received. During the follow up visit, all measurements were normal and acceptable. Shock impedance measurements were normal. A decision has been made to further monitor this lead.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.